Manufacturer narrative:
The reported complaint of "the 500ml saline bag was nearly empty, but no saline leak was observed " was confirmed during functional testing of the returned quattro catheter (lot #172233). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luer tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 172233. Seems that about 750 ml sterile cold saline was entered to the patient's vasculature. Administration of sterile cold sterile cold saline IV up to 1.5 l is one the common methods of treatment at the hospitals and should not harm a patient. The 750ml saline infused to the patient is an anticipated event, and the event's relationship to the device and procedure is causal.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed. Seems that about 750 ml sterile cold saline was entered to the patient's vasculature. Administration of sterile cold sterile cold saline IV up to 1.5 l is one the common methods of treatment at the hospitals and should not harm a patient. The "750ml saline infused to the patient" is an anticipated event, and the event's relationship to the device and procedure is causal.

Event description:
During ivtm therapy, the patient was maintained in fever mode for 90 hours at a target temperature of 37°c. After 90 hours, the customer noticed the 500ml saline bag was nearly empty, but no saline leak was observed and replaced the saline bag. After about 2 hours, the saline level had drop again, and no saline was observed near the thermogard ivtm system or on the patient. According to this, about 750ml saline infused to the patient. The thermogard ivtm system generated an "air trap" warning alarm and was cleared. The quattro catheter (lot #172233) and saline bag were replaced immediately with a solex 7 catheter, and therapy continued with the same thermogard console. The catheter insertion was smooth in the patient right femoral vein. No consequences or impact to the patient.